Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
No product was returned. Visual examination of the provided pictures shows the screw fractured in the middle section. The fractured portion is not shown on the pictures. Based on the provided pictures the reported event can be confirmed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure the screw that attached trial neck to stem broke while removing trial. No impact to patient. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(64. D10. Wagner sl revisionâ®, trial stem, distal, 20 ; item# 0100109120 lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.